Event description:
The manufacturer received information alleging that high minute ventilation alarm occurred was received. The sales rep had replaced their former device to this one on the day. The sales rep contacted the customer and confirmed that he had set high minute ventilation to 1.0 though it should have been low minute ventilation to 1.0. The sales rep had them modified the low minute ventilation setting to 1.0 over the phone. There was no patient harm. The cause of the alarm was the mistake by the sales rep in which high minute ventilation was set to 1.0 whereas low minute ventilation should have been set to 1.0.

Manufacturer narrative:
H3 other text : device not returned to the manufacture.